Manufacturer narrative:
Additional, corrected, and/or changed data: a2, b3, b5, b7, e1, and h6. Clarification to e.1. Phone number: (B)(6).

Event description:
Additionally, the healthcare professional reported that this was not the initial use of the syringe.

Event description:
Healthcare professional reported injecting a patient in the lips with 0.5 ml of juvéderm® volbella¿ with lidocaine. The patient was concomitantly injected with vistabex. Four months later, the patient reported their lip "hardened" and the presence of "nodules." During a visit later that month, the physician found ¿an increase of lip volume with the presence of hard nodules adherent to the superficial planes in context" and "generalized edema in the lips." The patient was diagnosed with a ¿late onset nodular reaction." The patient was treated with hyaluronidase and 30 mg methylprednisolone tapering. Event was ongoing.

Manufacturer narrative:
Clarification to h6: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.